Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Upon inspection, the enclosure and membrane switch were outdated. Functional testing was conducted with attached test hose, plugged in line cord, and "on" button was pressed and selected high on the keypad. The reported issue was duplicated. The root cause of the reported issue was found to be control board was out of calibration. No repair was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. Unique identifier is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device was over heating. No patient injury was reported.